Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The following sequence of events was reported relative to the subject lead: the patient was transported to the hospital for complete av block, and determined to undergo a pacemaker implantation procedure. When transported to the catheterization laboratory, the patient was having right bundle branch block and a spontaneous rhythm of around 60 bpm. During the implant attempt of the associated ventricular lead petite 58 erb; sn: (B)(4)) , several positions in the ventricle were attempted, and each yielded capture failure with outputs of 5 v or more. In order to check the location and shape of the right ventricle, angiography was performed around the tricuspid valve using berman angiographic catheter. Pressure measurement was also performed in the pulmonary artery and right ventricle. By these means, the lead tip was confirmed to be present in the right ventricle, not any other area. With the lead tip ensured to be positioned in the apex again, another lead testing was performed. However, there were no changes in the testing results. The alligator clips and psa cable were replaced, which led to no improvement in the testing results. An attempt was made to implant the subject atrial lead, in order to identify whether or not the capture failure was attributable to the first lead. This lead was inserted into the right atrial appendage and lead testing was performed, which identified atrial capture failure at 10 v. Since capture failure was continuously confirmed at any tested sites with the two leads, the pacemaker implantation procedure was discontinued based on the physician¿s decision. This decision was partly supported by the fact that the patient¿s conditions were showing no changes compared to before the procedure (with right bundle branch block and spontaneous rhythm at around 60 bpm). The physician indicated that a high-degree cardiomyopathy was likely the cause of the capture failure. Each lead was removed, and the pocket was closed without a pacing system implantation. It was further indicated that the patient's spontaneous rhythm was confirmed to be maintained and no particular health problems were complained of.

Manufacturer narrative:
Preliminary analysis of the returned lead confirmed that it conforms to established specifications.

Event description:
The following sequence of events was reported relative to the subject lead: the patient was transported to the hospital for complete av block, and determined to undergo a pacemaker implantation procedure. When transported to the catheterization laboratory, the patient was having right bundle branch block and a spontaneous rhythm of around 60 bpm. During the implant attempt of the associated ventricular lead petite 58 erb; sn: (B)(4)) , several positions in the ventricle were attempted, and each yielded capture failure with outputs of 5v or more. In order to check the location and shape of the right ventricle, angiography was performed around the tricuspid valve using berman angiographic catheter. Pressure measurement was also performed in the pulmonary artery and right ventricle. By these means, the lead tip was confirmed to be present in the right ventricle, not any other area. With the lead tip ensured to be positioned in the apex again, another lead testing was performed. However, there were no changes in the testing results. The alligator clips and psa cable were replaced, which led to no improvement in the testing results. An attempt was made to implant the subject atrial lead, in order to identify whether or not the capture failure was attributable to the first lead. This lead was inserted into the right atrial appendage and lead testing was performed, which identified atrial capture failure at 10 v. Since capture failure was continuously confirmed at any tested sites with the two leads, the pacemaker implantation procedure was discontinued based on the physician¿s decision. This decision was partly supported by the fact that the patient¿s conditions were showing no changes compared to before the procedure (with right bundle branch block and spontaneous rhythm at around 60 bpm). The physician indicated that a high-degree cardiomyopathy was likely the cause of the capture failure. Each lead was removed, and the pocket was closed without a pacing system implantation. It was further indicated that the patient's spontaneous rhythm was confirmed to be maintained and no particular health problems were complained of.

Event description:
The following sequence of events was reported relative to the subject lead: the patient was transported to the hospital for complete av block, and determined to undergo a pacemaker implantation procedure. When transported to the catheterization laboratory, the patient was having right bundle branch block and a spontaneous rhythm of around 60 bpm. During the implant attempt of the associated ventricular lead petite 58 erb; sn: (B)(4)) , several positions in the ventricle were attempted, and each yielded capture failure with outputs of 5v or more. In order to check the location and shape of the right ventricle, angiography was performed around the tricuspid valve using berman angiographic catheter. Pressure measurement was also performed in the pulmonary artery and right ventricle. By these means, the lead tip was confirmed to be present in the right ventricle, not any other area. With the lead tip ensured to be positioned in the apex again, another lead testing was performed. However, there were no changes in the testing results. The alligator clips and psa cable were replaced, which led to no improvement in the testing results. An attempt was made to implant the subject atrial lead, in order to identify whether or not the capture failure was attributable to the first lead. This lead was inserted into the right atrial appendage and lead testing was performed, which identified atrial capture failure at 10 v. Since capture failure was continuously confirmed at any tested sites with the two leads, the pacemaker implantation procedure was discontinued based on the physician¿s decision. This decision was partly supported by the fact that the patient¿s conditions were showing no changes compared to before the procedure (with right bundle branch block and spontaneous rhythm at around 60 bpm). The physician indicated that a high-degree cardiomyopathy was likely the cause of the capture failure. Each lead was removed, and the pocket was closed without a pacing system implantation. It was further indicated that the patient's spontaneous rhythm was confirmed to be maintained and no particular health problems were complained of.